Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroid procedure, the cautery tip produced a small flame caused by arcing and sparking. Surgeon removed cautery pencil and extinguished it. Another generator was brought into room to finish case successfully. There was no patient injury.